Manufacturer narrative:
Device evaluation: electrode belts sn (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device. Evaluation method: biocompatibility testin to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a burn under the right electrode. The patient last used the device on (B)(6) 2015. The patient alleged that it had left a scar.